Event description:
The suspect device showed variations in test results when compared to the lab. The following test results were reported: inratio= 5.2, 4.0 lab= 3.9, 2.6 respectively. A new strip lot was sent to the customer. Further evaluation to be performed.

Event description:
The suspect device showed variations in test results when compared to the lab. The following test results were reported: inratio= 5.2, 4.0 lab= 3.9, 2.6 respectively. A new strip lot was sent to the customer. Further evaluation to be performed.